Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-037453, and the reported events could not be conclusively determined through this evaluation. The device operated as intended. The outcome was not considered to be device related. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The ¿introduction¿ section of this document lists death, respiratory failure, renal dysfunction, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the hospital over 6 months and never fully recovered to the point they were stable enough for discharge. On (B)(6) 2024 the patient experienced a right-sided complex pleural effusion that required a chest tube, intubation, continuous renal replacement therapy (crrt), and inotropic support in addition to a fair amount of blood loss. It was a personal and family decision to withdraw care and transition to home hospice. The patient passed on (B)(6) 2024, the night they went home due to respiratory failure after withdrawal of support. The device operated as intended. The outcome was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.